Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please confirm the initial procedure date? 2. Does the surgeon believe that the surgicel powder was related to the patient infection / cervical abscess? 3. How was the abscess treated? 4. What medical or surgical interventions were performed? 5. Were any cultures performed? If yes what was the result?were there any pre-existing signs / symptoms of active infection prior to surgical procedure? 6. Why was the surgicel powder used during the initial procedure? 7. Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? 8. Where exactly was the surgicel powder used? 9. What are the patient¿s demographics? (Age, date of birth, bmi) 10. What is the lot number of product used? 11. Patient pre-existing medical conditions 12. What is the patient¿s current status? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2018 and absorbable hemostat device was used. Five days post-operatively the patient presented with an infection and a cervical abscess. It is unknown how the patient was treated and the patients current condition is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm the initial procedure date? (B)(6). Does the surgeon believe that the surgicel powder was related to the patient infection / cervical abscess? The patient had an infection with high fever but no abscess. How was the abscess treated? Unknown how treated . What medical or surgical interventions were performed? Unknown . Were any cultures performed? If yes what was the result? Were there any pre-existing signs / symptoms of active infection prior to surgical procedure? Unknown . Why was the surgicel powder used during the initial procedure? Robotic hysterectomy ¿ hemostatic agent over the vaginal cuff . Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? No . Where exactly was the surgicel powder used? Vaginal cuff . What are the patient¿s demographics? (Age, date of birth, bmi) - unk . What is the lot number of product used? Unk . Patient pre-existing medical conditions - unk . What is the patient¿s current status? Unk . What is physician¿s opinion as to the etiology of or contributing factors to this event- no additional information.